Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately low compared to another device (emergency medical services) and was displaying an "error 2" and "error 5" message during testing. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issues began in (B)(6) 2015. The patient reported obtaining blood glucose readings of "327 and 543 mg/dl" with the subject meter and "over 600 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. During the follow-up call, the patient stated he tests his blood glucose 4 times a day and that his normal blood glucose range is between "120 and 130 mg/dl". The patient confirmed he does not take any medication for the management of diabetes. During the follow-up call, the patient claimed that he did not know "how or what to eat" when he was unable to obtain a blood glucose result due to the error messages appearing or "what precautions to take" as a result of the inaccuracy issue. The patient reported that on (B)(6) 2015 (about one month after the alleged issues started) he "passed out" and emergency medical services (ems) was contacted in response. The patient claimed that a blood glucose test was performed with the ems device and result of "over 600 mg/dl" was obtained. The patient claimed he was treated by ems with insulin (unknown type/dose).during troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr confirmed that the unit of measure was set correctly on the subject meter, an approved sample site was used for testing and that the correct testing process was being followed. Troubleshooting however revealed the patient had the incorrect test strips for the reported meter. The csr documented the error 2 message was not reproduced when the power button was pressed. Replacement product was sent to the patient. These complaints are being reported because the patient reportedly was treated for hyperglycemia by a health care professional (hcp) after the alleged meter issues began.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The following information was missing from follow up#1 previously submitted. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.